Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. A follow up showed a potential type 3a endoleak. An angiogram confirmed a type 3a endoleak with loss of overlap between the main body stent and the proximal extension. The physician elected to implant an infrarenal aortic extension and an additional suprarenal aortic extension to seal the leak. The patient is stable.